Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that at the beginning there was a gradual increase in the problem "leaking to soaking." The pain in the vagina and the soaking episode had been partially resolved. They had help with programming by the manufacturer representative (rep). It was further reported by the patient on (B)(6) 2016 that they experienced a loss or change of therapy. The device quit working. Her symptoms returned and were slowly, gradually becoming worse. The patient had to wear a pad again and had leakage. Because of the moisture and so much leaking/flooding, she felt like she was getting a yeast infection. The infection was not confirmed by the health care professional (hcp). It just felt like it because she had them before. She went to her family hcp and the hcp was calling for some medication for the same thing as a yeast infection. The patient was ready to take the device out if it is going to be an ongoing adjustment. The patient did not feel stimulation in the correct area. Over the call, the patient had to replace the patient programmer batteries as the patient programmer would not power up. Then, they got a poor communication screen and was able to connect the second time she tried. She increased from 4.6 volts to 5.1 volts on program 1. She barely felt it. Later on the call, she was not sure she felt it. They increased to 5.4 volts and could feel it. But now she felt it on the opposite side of the incision line. She never felt it in the bicycle seat area. They increased to 5.5 volts and sat down. It hurt in the bicycle seat area. However, she was ok. Later the patient said they were hurting in the bicycle seat area at her vagina from the way she sat on it. The patient denied the request to turn the stimulation down because they did not feel stimulation was too much. She wanted to try it on 5.5 volts. This was considered a gradual change in therapy symptoms. It was also mentioned that the patient was educated while being sedated. The patient's incision sometimes hurt when she put any pressure. For example, when she sat in a car and leaned up against the back of the seat. It hurt and was uncomfortable. She was thinking about getting a pillow for her car to ease the pain when she was driving. It was further reported on (B)(6) 2016 by the patient that increasing the stimulation hurt all night long. It hurt in the vaginal area. Also, they had been leaking and had a yeast infection. The patient felt stimulation in the correct area. They were on program 1 at 5.2 volts and was feeling it in the left hip where the fat settles. The patient changed to program 2 at 1.5 volts. The hcp told her to call the manufacturer for help.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was not given any information about using her device after implant. The implant site was sore, and maybe too dry. When she placed her hand on top it was sore and real rough and scabby and not healed, real rough. Her symptoms were better and she was able to urinate but maybe she was too dry. His had been happening since implant. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient later reported that the soreness at the implant site had not been resolved. Additional information received from the health care professional reported a ¿leaking device.¿ the doctor wanted to talk to a manufacturing representative about the device not working. Additional information received from the consumer reported that she was having trouble with the device. The patient felt painful stimulation/ uncomfortable stimulation/ overstimulation. The pain and uncomfortable feeling was in her vagina. The pain started right after the rep walked her through how to set it up. The rep told her to leave it there for a week or so. The soreness was at her incision site. She was in so much pain she could hardly function. Amplitude was decreased and pain was improved. She still felt pain but it improved a little. Her urinary/ bowel symptoms had returned. On (B)(6) 2015, the patient had an episode of ¿soaking¿ and it went down her legs into her shoes. Last night the patient couldn¿t lay on her left hip, she had to turn over and lay on her right side (the implant was on her right side). The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient's healthcare provider reported that the yeast infection was diagnosed on (B)(6) 2016. The cause of the yeast infection was unknown, it was not related to the patient's underlying urinary dysfunction, and it was not related to the device or therapy. The patient self-treated with nystatin and called her healthcare provider with symptoms on (B)(6) 2016.the date of urinary tract infection onset was (B)(6) 2016 and the patient's history of urinary tract infections prior and since implant of the implant of the implantable neurostimulator (ins) was that it had only happened once. The yeast infection, leaking, and painful stimulation had been resolved.